Event description:
It was reported by the customer that a pyxis medstation es system medication was grayed out on two stations. The customer reported that the patient requires this medication three times daily, but due to its grayed-out status, they were unable to retrieve it. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reason for the malfunction was not uncovered. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.